Manufacturer narrative:
Additional information: a medtronic representative reported that the tingling sensation had subsided without any treatment. Correction: event date updated to proper value.

Manufacturer narrative:
The imaging system was returned to the manufacturer for further evaluation. During the evaluation assessment of the system the following findings were documented: 1) as found system configuration: all features on mobile view station (mvs) enabled cannot turn on image acquisition system (ias). 2) mvs keyboard tray was found to be damaged. 3) paint cracks were found on bellows. 4) paint scrapes were found on door sidewall. 5) lower damages were found on 135 inner skins. 6) paint scrapes were found on rear wheels/axles. 7) confirmed complaint battery arc claims. Root cause of battery arc: the root cause of the battery shorting event was accidental contact during servicing of the internal system high-power cable connector to the mechanical switch, instead of mating to the battery tray connector. This accidental connection created a short between the battery voltage and ground. The reported event was confirmed. The imaging system service manual contains several electrical safety warnings and figures regarding safe handling and servicing of the internal high power cable: ¿warning: avoid severe burns and battery explosion. The connector is at risk of grounding to the chassis or floor. Place the cable cap over the connector before releasing it. Warning: the power tray contactor switch is located very close to the high power cable connector. Touching this switch with the connector can result is a short circuit. Use extra care to avoid touching the uncovered power connector to the switch.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Due to the damage on the imaging system, a system checkout could not be performed locally on the system. The imaging system has not been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic service representative reported that while troubleshooting, outside of a surgical setting, a thermal event occurred on the imaging system. The rep arrived to test the imaging system for an alleged collimator issue in the corridor of the hospital. Although the rep could not replicate the reported issue, when starting the imaging system, the rep identified a separate issue with the x-ray generator. The representative moved the imaging system to an unoccupied room with more space to open up the system for further testing. The rep opened the system covers and disconnected the battery cables to troubleshoot the system control board. When reconnecting the cables, the rep noticed sparks and fumes emitting from the system. It was reported that this caused the fire alarm to go off. The imaging system was disconnected from a power outlet following the issue. Emergency services responded and determined that there was no risk and canceled the alarm. It was reported that the rep experienced some tingling in her fingers overnight and consulted her doctor the next day. The symptoms have since resolved with no injury reported. It was also noted that minor damage was present on the floor where the event occurred. Additionally, the event occurred in an unused recovery unit where no patients were present.